Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the positioning of 6 millimeters (mm) on the non-coronary cusp (ncc) and 10 millimeter (mm) on the left coronary cusp (lcc) was too deep in relation to the target implant depth. The valve was subsequently recaptured into the delivery catheter system (dcs). Upon the second deployment attempt, the positioning of 6 mm on the ncc and 14 mm on the lcc was once again determined to be too deep in relation to the target implant depth. Subsequently, the valve was recaptured a second time. It was noted that mitral valve interference occurred upon both deployment attempts, as well as mitral and aortic regurgitation. Upon the third deployment attempt at a depth of 1 mm on the ncc and 8 mm on the lcc, while deploying from node 4 to the point of no recapture, the patient's hemodynamics collapsed. Mitral valve interference was suspected once again, and the valve was subsequently recaptured and withdrawn from the patient, and percutaneous cardio-pulmonary support (pcps) was implemented. A new valve was subsequently implanted successfully at a depth of 3 mm on the ncc and 8 mm on the lcc, and the pcps was removed. Additional information was received that the severity of the mitral regurgitation was moderate-severe. The aortic regurgitation was moderate-severe paravalvular leak (pvl). A cerebral infarction occurred the day of the procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot #: 0012967617, ubd: 13-aug-2027, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4., h4., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.